Event description:
It was reported the pt developed an infection at the lead/extension site 4 days post implant of the stimulator. The lead/extension site area was swollen and had "greenish drainage." The pt went to the emergency room and was given IV antibiotics and 2 prescriptions of bacitracin. It was stated the pt was "being taken care of" and was in the hospital. In addition, the pt had increased baseline pain while stimulation was turned on. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.